Event description:
This complaint was reported on 01-jun-09 as bravo capsule which failed to calibrate. During investigation in given's laboratory performed on 30-aug-09, it appeared that the actual root cause was bravo capsule which failed to attach.

Manufacturer narrative:
No pt injury has occurred following this incident.